Manufacturer narrative:
On-site investigation was performed by field service engineer. Based on technician statement, the air gas module was contaminated with water. It caused internal leakage test, pressure transducer test, flow transducer test and patient circuit test to fail during pre-use check. The device's logs confirmed reported issue. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of water contamination in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).